Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-30-14, (B)(4) - equinoxe preserve stem 14mm; 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0; 320-15-04, (B)(4) - rs glenoid plate r post aug, 8 deg, right; 320-15-05, (B)(4) - eq rev locking screw; 320-20-00, (B)(4) - eq reverse torque defining screw kit; 320-20-30, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 30mm; 320-20-38, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 38mm ;320-20-46,(B)(4)- eq rev compress screw lck cap kit, 4.5 x 46mm; 320-08-42, (B)(4) - glenosphere exp 42mm +4mm offset.

Event description:
As previously reported, this (B)(6) male patient has had 2 previous revisions with antibiotic spacers put in place during 2021. Overtime. This patient had initial reverse shoulder implanted on (B)(6) 2021, which was partially revised, due to infection on (B)(6) 2021. Everything was then pulled on (B)(6) 2021 and an interspace antibiotic spacer was implanted. That spacer was then pulled out on (B)(6) 2021 and a new spacer was implanted. Currently, the 2nd antibiotic spacer was removed on (B)(6) 2022 and patient had a full reverse shoulder implanted. Due to another infection, all of those implants were removed and the same sizes were implanted on (B)(6) 2022. This patient has had previous revisions, captured in MDR#'s 1038671-2021-00150 and 1038671-2021-00207.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition of multiple surgeries and infections.